Manufacturer narrative:
Since the device was not returned, no further investigation is possible at this time. Based on the available information, it is not possible to draw a definitive root cause on the reported event, nor to confirm if an event has occurred with the livanova device. In fact, the operational report does not provide evidences on a second device being used and explanted intra-operatively. Furthermore, form the documents received, there is no information on the serial number of the device ultimately implanted in the patient. As such, based on the information available, it is not possible to confirm if the device object of this event was indeed implanted and explanted intra-operatively (and, if so, why) or, rather, if a typo error has been made in the patient registration form received (i.e. Device sn (B)(6) was ultimately correctly implanted). Ultimately, from the document review performed, no manufacturing deficiencies were identified in the device sn (B)(6). The root cause cannot be established. Should further information be available in the future, the manufacturer will provide a follow up to this reporting activity.

Manufacturer narrative:
DHR review has been completed. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Event description:
The manufacture was informed of the event through the patient tracking department. Based on the information reported in the patient implant form, a carbomedics standard aortic valve a5-023 was implanted and explanted on the same day on (B)(6) 2020. No further information about any device malfunction or patient outcome was received from the site regarding this event.